Manufacturer narrative:
Additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on september 8, 2022, during a pre-use inspection. The intended procedure was completed using a similar device with no delay or health hazard. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, the reported issue occurred due to a failure of the g1 board. The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, after turning the power on, the power of the high-definition lcd monitor turned off automatically. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.